Event description:
It was reported that the patient indicated that the insertable cardiac monitor (icm) implantation site was infected. The icm remains in service and no adverse patient effects were reported.